Manufacturer narrative:
The referenced report of melena is covered under medwatch MFR report #2916596-2017-00923. The referenced report of intracerebral hemorrhage, thrombosis, and death is covered under medwatch MFR report #2916596-2017-00922. (B)(4). Approximate age of device ¿ 10 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016, and required veno-venous extracorporeal membrane oxygenation (ECMO). It was reported that mediastinal chest exploration was required on (B)(6) 2016 for bleeding, and that the patient¿s chest was closed on (B)(6) 2016. It was reported that on (B)(6) 2016, a head CT revealed a subacute infarct of the left posterior cerebral artery involving the posterior thalamus and the left occipital lobe. The patient also experienced melena during hospitalization. ECMO was discontinued on (B)(6) 2016. The patient required a tracheostomy on (B)(6) 2016. It was reported that the lvad system produced intermittent elevated parameters on (B)(6) 2016, and throughout the patient¿s hospitalization. The patient remained on a right ventricular assist device (rvad) until (B)(6) 2017. The patient expired on (B)(6) 2017 due to complications of intracerebral hemorrhage. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.